Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the light source failed to emit light. The complaint was confirmed and the root cause has been associated with an electrical component failure on the led light engine pcb. Factors, unrelated to the manufacturing and design of the device which could have contributed to the event, include failed light engine, defective lamp or another electronic component failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported a delay greater than 30 minutes due to the device that had no light output. No backup device was available to complete the procedure. Unknown if happened during surgery, but no patient injury was reported.